Event description:
It was reported that the pulse generator could not be interrogated. The device has never been checked since implant. The patient is not pacemaker dependent with an instrinsic rate in the 60's. Two attempts to perform a software download failed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.